Event description:
Customer reported the panorama central station was non functional, which may have resulted in loss of telemetry monitoring. No patient injury was reported.

Manufacturer narrative:
Unit was returned to the company's repair center for repair.